Event description:
It was reported the patient experienced a loss of bowel control when stimulation is on. It is not believed the issue is related to the scs system. Diagnostic testing did not reveal any anomalies. The nurse practitioner advised the patient to turn the stimulation off and observe any changes. The patient is to also consult with a gastroenterologist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.